Event description:
Edwards received information that a 25mm pericardial valve, implanted in the tricuspid position for approximately nine (9) years and eight (8) months, was explanted due to stenosis secondary to structural valve deterioration. The device was explanted and replaced with a 25mm valve with no patient adverse events reported. The patient status was reported as recovered. There was no allegation of device malfunction.

Manufacturer narrative:
Additional narratives: tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives. Updated h3 and h6 per new information received. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. H3: product evaluation customer reports of structural valve deterioration and stenosis were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact, moderate calcification on the free margin of all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect and 4mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. As received, leaflet 1 had a 8mm non-transmural cut and a 12mm cut observed on the outflow aspect cusp with edges that appeared to match up. The cuts had a smooth and straight edge. Sewing ring cloth had multiple cuts around the valve. Wireform was exposed around leaflet 1 on the inflow and outflow aspect. Suture thread remained attached to the sewing ring around the valve.

Manufacturer narrative:
H10: additional narratives updated d4, h4, and h6 per new information received the most likely cause is patient factors, including implant position and patient's age at time of implant. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.